Event description:
It was reported that loss off capture (loc) was observed on the left ventricular (lv) lead. The physician indicated the loc may have been due to the patient raising his arm post implant in 2024. The patient was brought in for a procedure during which the physician attempted to advance the lv lead but was obstructed possibly due to blood or tissue growth. The lv lead was explanted and replaced. The patient was stable throughout the case.